Manufacturer narrative:
One used suspect device was returned for evaluation. However, the evaluation has not been completed. A follow-up report will be submitted when the evaluation has been completed.

Event description:
The user reported that during an emergent left heart catheterization procedure the guide wire unraveled in the patient. After gaining access to the artery with the needle the physician felt resistance while attempting to advance the wire through the needle. The physician performed fluoroscopy immediately upon feeling resistance. However, the patient's anatomy was difficult to visualize. The physician attempted to remove the wire from the needle but again felt resistance. The physician then removed the needle and wire together and noticed that the coil on the guide wire had unraveled. The user did state that the patient had extensive peripheral vascular disease. No harm or injury was reported.